Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation in 2008 that a hydratome rx was used during an endoscopic retrograde cholangiopancreatography procedure performed eight days prior (female patient; and weight unknown). According to the complainant, during the procedure, the tome's orientation was off when it came out of the scope. The procedure was completed with another hydratome rx. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
No consequences or impact to patient. Other (cannulating orientation). Visual examination of the returned device revealed that the working length was twisted and the tip was smashed. The twisted working length and cracked tip observed are likely attributable to the customer usage/ handling. Investigating the cannulating orientation of the device by inserting the device into the scope, it was found that the initial tip orientation was found to be within the expected tolerance. Functional evaluation found that the device would bow past 90 degrees which met the expected tolerance. The cause of the cannulating orientation problem could not be determined; the most probable cause is operational context. A search for similar complaints was completed and found no other complaints were associated with this lot.